Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician expressed a general complaint that over approximately the last month they had noticed right ventricular (rv) lead anchoring sleeves being stuck on the lead bodies at implant. Saline had been utilized to lubricate the rv lead body to move the anchoring sleeve. The rv leads remain in use. No patient complications have been reported as a result of this event.